Manufacturer narrative:
The t:slim x2 user guide states: always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels ranging between 70-300s (mg/dl). At times, the customer required the assistance of the school office to consume fruit snacks and juice. Reportedly, during setup of the pump, the contact had not set the pump time to the correct time and the customer had been receiving the incorrect basal settings throughout the day. Pump time was adjusted to the correct time.